Event description:
Customer reported device = 460 mg/dl. Customer went to hospital 20 minutes later. Hospital device = 151 & 154 mg/dl. Customer was given an IV. No controls used. A request was made for return product and replacement product was sent.